Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to reset the pump with assistance from technical support, and the issue did not recur. Customer was advised to continue using the pump and to call back if any malfunction recurs.